Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic follow up with heart failure symptoms. It was determined that the left ventricular lead was dislodged. The lead was successfully repositioned on (B)(6) 2020 during generator upgrade, the lead was later extracted for an unrelated reason. The patient was in stable condition.